Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not open or close properly. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.